Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the balloon would not inflate properly. Attempts were made to adjust iab positioning, however the issue was not solved. The iab was replaced to continue therapy. The customer noted that no tortuosity was found on the vessel. No patient injury was reported.

Manufacturer narrative:
Correction: report source: distributor should have been omitted on the original MDR. Additional information: added lot # and expiration date. Added manufacturer date.

Event description:
It was reported that during intra-aortic balloon (iab) therapy the balloon would not inflate properly. Attempts were made to adjust iab positioning, however the issue was not solved. The iab was replaced to continue therapy. The customer noted that no tortuosity was found on the vessel. No patient injury was reported.